Manufacturer narrative:
Medical records received. After review of the medical records for MDR reportability, the patient was revised due to pain, increased metal ions (no labs provided), loose stem with subsidence, osteolysis, and wear debris. All implants were removed and competitor products were placed. No part/lot has been provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Reference wwcapa (B)(4), mdd CAPA-(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the medical records for MDR reportability, the patient was revised due to pain, increased metal ions (no labs provided), loose stem with subsidence, osteolysis, and wear debris. All implants were removed and competitor products were placed. No part/lot has been provided.